Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. Reprogramming was attempted; however, the diaphragmatic stimulation was not able to be avoided in any configuration. The left ventricular [lv] lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.